Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse confirmed the leak from disconnected red blood cell (rbc) diluent line (tubing). The fse reconnected the diluent line (tubing), resolving the leak. The fse verified the instrument and the instrument was returned to normal operation. Beckman coulter (bec) internal identifier for this report is (B)(4).

Event description:
The customer reported approximately 10 mls of clear fluid leaked in the cassette output que of the unicel dxh 800 coulter cellular analysis system. The leak was contained within the instrument. There was no reported exposure to mucous membranes or open wounds. The operator was wearing the personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the incident. No erroneous results were generated in connection with this event. There was no death, injury, or change to patient treatment attributed to this event.